Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced plantar fasciitis ("I arch/bend my foot a certain way it really hurts like heck/plantar fascitis") and inflammation ("inflammation did not go"). The patient was treated with surgery (removed uterus, cervix and one ovary). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the plantar fasciitis and inflammation had not resolved. The reporter considered inflammation, medical device removal and plantar fasciitis to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, planar fasciitis, inflammation. Most recent follow-up information incorporated above includes: on 20-dec-2019: this case was found to be the duplicate of case (B)(4). Hence this case should be deleted from the argus data base. Nullification reason: duplicate case is identified with fu information. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced plantar fasciitis ("I arch/bend my foot a certain way it really hurts like heck/plantar fascitis") and inflammation ("inflammation did not go"). The patient was treated with surgery (removed uterus, cervix and one ovary). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the plantar fasciitis and inflammation had not resolved. The reporter considered inflammation, medical device removal and plantar fasciitis to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, planar fasciitis, inflammation. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.